Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a console error (p4) occurred. The grounding pad was replaced, but the same error recurred. The generator power settings were then lowered and the procedure was able to be completed without further issue. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported as being okay.

Event description:
On (B)(6) 2010, the patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra 2 meter. The patient manages his diabetes with sliding-scale humalog insulin based on his meter readings. The patient indicated that the alleged issue started on (B)(6) 2010, at 8:10 am. Due to the alleged issue, the patient claimed that he was unable to test his blood glucose with the reported meter. At 8:15 am, the patient decided to take a usual dose of sliding-scale humalog insulin although he did not know what his blood glucose level was. At 9:00 am that same morning, the patient claimed that he developed symptoms of shakiness, sweating, and feeling like he was going to pass out. The patient administered self-treatment by eating food which helped to relieve his symptoms. The patient denied that his blood glucose was tested on another device during the time of concern. Through troubleshooting, the customer service representative (csr) noted that the reported meter did not have a correct battery. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issues was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.